Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error and had an unresponsive keypad. The customer was advised the pump will be replaced. The customer was advised the pump will be replaced. The customer's blood glucose was unknown, but customer stated it was high.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up and down buttons dome switch. No frozen screen noted. No unlocked lcd keypad connector noted. No motor error alarm during testing. All operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.